Manufacturer narrative:
Product complaint (B)(4) h6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, and the following was obtained: 1) please clarify how many sutures broke during this one procedure. I don¿t know the exact number of sutures that broke during this one procedure, but it was at least one or more. This problem has occurred in other cases as well, requiring nurses to change and open another suture pack. However, I don't have the exact number of sutures that broke. 2) please clarify how many needles broke during this one procedure. The needles did not break. The issue was that the needle and thread were separating during suturing. 3) please clarify how many needles pulled off of the suture during this one procedure. As mentioned before, I don¿t know the exact number, but it was at least one or more. 4) please clarify how many products will be returned for evaluation. I have already returned 5 boxes (36 pieces per box) from the same lot. 5) if 36 needles or sutures broke during the procedure, please create 3 additional pcs to hold ips for 36 devices. If the nurses request more, I will do that. Patient status/ outcome / consequences no change request due to quantity mistake. Existing: 1(ea) change request: 36(ea)

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2024 and suture was used. Needle and thread breakage defect occurs. There were no adverse patient consequences reported. Additional information was requested.